Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-35-03 - small poste aug glenoid plate, left: (B)(6). 320-35-03 - small post aug glenoid plate, left: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported two days after the patient's initial left reverse total shoulder arthroplasty, the patient experienced hypoxia due to pneumonia and was given supplemental o2. The outcome is considered to be resolved.